Manufacturer narrative:
The exact date of when the sleeves stripped is unknown. Device is an instrument and is not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, not yet received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history review: manufacturing location: (B)(4). Manufacturing date: jul 14, 2011. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service history review: no service history review can be performed because the lot/serial number cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection it was noticed that the threads on four (4) of the holding sleeves are stripped. No patient involvement or case involvement. This report is for one (1) holding sleeve 55mm. This is report 3 of 4 for com-(B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. The customer reported the threads were stripped. The repair technician reported threads stripped as the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device returned to manufacturer on sep 14, 2016. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development investigation was performed on the subject devices two (2) holding sleeve 105mm (part number: 394.46, lot number: 2745309), one holding sleeve 55mm (part number: 394.45, lot number: 2674722), one holding sleeve 55mm (part number: 394.45, lot number: 2520386) the subject devices were returned with the complaint condition stating that during routine inspection it was noticed that the threads on four of the holding sleeves are stripped. No patient involvement or case involvement. The returned complaint devices are part of the large distractor. It functions by tightening down the wing screw using the 4.5mm pin wrench to secure the schanz screw in the holding sleeve. The system overall aids in fracture reduction and holds provisional stabilization prior to definitive treatment. This information is provided per the large distractor- femur technique guide and the large distractor- tibia technique guide. The holding sleeves were received with four wing screws. Each wing screw was tested with all four holding sleeves and significant resistance was encountered and the furthest the wing screw could be advanced was several thread lengths. The threads on the wing screw show deformation and nicks on the most distal thread. The distal flat on each wing screw shows a cylindrical impression that matches the intended schanz screws. Deformation around the pin hole on the head of the wing screw was also observed. The holding sleeve component also shows wear and nicks. A 10x lupe was used for examination. Thus, the complaint condition is confirmed, consistent with the reported condition, and can be replicated. Relevant drawings for the returned instruments were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned implants' lot numbers and in each instance no material review records, non conformance reports or complaint-related issues were identified with the lot numbers which may have contributed to the complaint condition. The complaint condition is confirmed. A visual inspection, service and repair evaluation (s&r evaluation) complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The condition of the holding sleeve and wing nut is consistent with significant use and excessive tightening based on the noted indent on the distal flat. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.